Event description:
Event description boston scientific received information that this right ventricular lead exhibited myopotential oversensing resulting in inhibition of pacing. During the procedure to revise the lead, the pacemaker and atrial lead were removed and replaced. No adverse patient effects were noted.